Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays were taken and showed the lead was fractured. Surgical intervention was undertaken and the patient's system was explanted.

Manufacturer narrative:
Date of explant is unknown

Event description:
Follow-up information indicated the date of explant is unknown . The manufacturer requested the date of explant, however it was unable to be provided.